Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch meter (unspecified type) would not power on. The medical surveillance specialist (mss) spoke with the pt sixteen days later, and obtained the following info. The pt reported that the alleged power issue began approx 2 or 3 months prior to contacting lfs. The pt claimed prior to when the issue started she would test at least 1x/day and was managing her diabetes with oral medication (glipizide and metformin). The pt stated that she continued to take her usual dose of oral medication. About 3 weeks after the issue began, the pt claimed she developed symptoms of feeling disoriented, sweaty, blurred vision and frequent urination. On an unspecified date/time, after the issue began, during a routine doctor's visit, the pt stated that she was tested with the doctor's/clinic's meter and obtained a reading in the "400 mg/dl" range. At the time of the doctor's visit, the pt reported that she was treated with a shot of insulin (type and dose unk) as a result of her high blood glucose. At the time of troubleshooting, the customer care advocate noted that the pt did not have the subject meter or testing supplies with her. During a follow-up conversation with the mss, the pt did not have the subject meter with her; however, stated she was using a onetouch basic meter. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.